Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved with a 5f exoseal vascular closure device (vcd) after the device was removed from the patient's body. There was no reported patient injury. The device was used after a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device or package damage prior to use, and the device was stored and prepared according to the instructions for use (IFU). No resistance or friction was experienced while advancing the exoseal vcd through the sheath, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd or deploying the plug. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. Following device removal, pulsatile bleeding at the puncture site was immediately noted. The plug did not fall out of the exoseal vcd shaft upon removal from the patient, was not found partially deployed or partially out of the shaft, and was not found fully inside the shaft. Fingertip compression was maintained on the skin during removal of the device. Information regarding the use of anticoagulants, antiplatelets, or thrombolytics was not available. There were no multiple stick attempts made before access was achieved. The bleeding was treated with manual compression, and a terumo sheath was used. Angiography verified the femoral artery¿s suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, mild access vessel tortuosity was present, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, the target femoral site had not been previously closed with a closure device or manual compression within 30 days of the procedure, and there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used during a diagnostic procedure utilizing a retrograde approach. The patient¿s body mass index (bmi) was not available, and the physician was certified in the use of the exoseal vcd. The device was prepared, stored, and used according to the instructions for use (IFU). The device will be returned for evaluation.